Event description:
Account experiencing low control and patient ise recovery starting in 2008, for multiple patient samples. The following 36 patient examples were provided. Units of measure = mmol/l. Repeat testing occurred about 13 days later. Patient 1, in original event date, initial sodium 125, repeat 138. Potassium gave 6.1, repeat 3.8. Patient 2, in the next day, sodium 121; repeat 135. Potassium 5.4; repeat 3.7. Patient 3, in the next day, sodium 121; repeat 136 mmol/l. Potassium 5.8, repeat 3.7 patient 4, in the next day, sodium 122, repeat 136. Potassium 5.9, repeat 3.8. Patient 5, about 2 days later, sodium 116, repeat 136. Potassium 5.6, repeat 3.6. Patient 6, in the next day, sodium 116, repeat 131. Potassium 5.6, repeat 3.6. Patients 7 through 11 initially occurred in the next day, repeated about one week later. Patient 7, sodium 131, repeat 141. Patient 8, sodium 128, repeat 141. Patient 9, sodium 127, repeat 135. Potassium 4.5, repeat 5.4. Patient 10, sodium 129, repeat 139. Patient 11, sodium 131, repeat 138. Patients 12 through 14 initially occurred 6 days prior to pts 7 - 11. Patient 12, sodium 125, repeat 137. Patient 13, sodium 129, repeat 140. Patient 14, sodium 126, repeat 137. Patients 15 through 21 initially occurred in the next day. Patient 15, sodium 12, repeat 129. Patient 16, sodium 124, repeat 142. Patient 17, sodium 123, repeat 142. Potassium 3.7, repeat 4.3. Patient 18, sodium 123, repeat 137. Patient 19, sodium 121, repeat 137. Patient 20, sodium 113, repeat 131. Patient 21, sodium 120, repeat 137. Patients 22 through 24 initially occurred in the next day. Patient 22, sodium 121, repeat 142. Potassium 3.8, repeat 4.4. Patient 23, sodium 121, repeat 140. Potassium 3.7, repeat 4.3. Patient 24, sodium 121, repeat 139. Potassium 3.8, repeat 4.4. Patients 25 through 28 initially occurred about 2 days later. Patient 25, sodium gave 120, repeat 141. Potassium 3.4, repeat 4.0. Patient 26, sodium 120, repeat 139. Potassium 3.6, repeat 4.2. Patient 27, sodium 118, repeat 139. Potassium 3.6, repeat 4.2. Patient 28, sodium 116, repeat 135. Patients 29 through 36 initially occurred in the next day, repeated in the same day. Patient 29, sodium 115, repeat 143. Potassium 3.5, repeat 4.3. Patient 30, sodium 114, repeat 144. Potassium 3.7, repeat 4.6. Patient 31, sodium 117, repeat 146. Potassium 3.2, repeat 4.0. Patient 32, sodium 117, repeat 145. Potassium 3.5, repeat 4.3. Patient 33, sodium 111, repeat 138. Potassium 3.5, repeat 4.2. Patient 34, sodium 115, repeat 144. Potassium 3.5, repeat 4.3. Patient 35, sodium 108, repeat 136. Potassium 3.8, repeat 4.7. Patient 36, sodium 116, repeat 148. Potassium 3.8, repeat 4.7. Erroneous results were reported only for patients 1 through 28. No adverse events reported in association with the incorrect results reported. The technical service representative found control ranges for ises configured incorrectly when analyzer was installed and reconfigured correct control ranges. Also noted customer was not handling ise calibrator solutions per product labeling and instructed customer on proper handling of ise calibrator solutions. Performance tests were performed and within specification.